Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the pts' left femoral artery. As the md was inserting the iab into the sheath, the iab became stuck. The md removed the iab and the saf sheath as one unit. Another iab kit was opened and this iab insertion was successful. It was noted that there was a delay / interruption in therapy. There were no reported pt complications and the pt outcome is listed as "fine". The pt was not injured.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.